Event description:
It was reported that an asymptomatic patient was presented to the clinic for a routine follow-up. The left ventricular lead exhibited an insulation abrasion via fluoroscopy. No electrical anomalies were observed. The patient would continue to be monitored.